Manufacturer narrative:
(B)(6).

Event description:
It was reported stent movement on the balloon occurred. The target lesion was located in the moderately tortuous aorta. A 5.0mmx19mmx150cm express vascular sd stent was advanced but failed to cross through a previously deployed stent. The stent became misaligned from the balloon. The device was removed. The procedure was completed with a 4mm express stent. No patient complications were reported and the patient was stable post procedure.